Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on : (B)(6) 2008, patient presented with following pre-op diagnosis: herniated lumbar disk, l4-l5, with spinal canal and neural foraminal stenosis and bilateral lumbar radiculopathy. Post-op diagnosis: herniated lumbar disk, l4-l5, with spinal canal and neural foraminal stenosis and bilateral lumbar radiculopathy; joint instability, l4-l5. The patient underwent following procedure: extensive gill-type segmental decompression, l4-l5, with bilateral laminectomy, facetectomy, and foraminotomies for decompression of the l4 and l5 nerve roots; l4-l5 interbody arthrodesis; implantation of brantigan-like cage, l4-l5 interspace; posterior nonsegmental fixation, l4 and l5 segments; intraoperative intrathecal injection of morphine for perioperative pain management; use of intraoperative fluoroscopy in two planes for placement of intervertebral cages and posterior fixation device. As per op notes: ".. The disk space was now reamed and cleaned of any residual disk material and cartilaginous end plate. Temporary spacers were employed to determine the appropriately sized cage. Ultimately, 18 x 26-mm brantigan-like cages were packed with bone morphogenic protein and morselized bone harvested from the decompression and then impacted into the left and right sides of the l4-l5 disk space to accomplish the arthrodesis.. The patient was in satisfactory condition at the time of wound closure.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.